Event description:
It was reported that that the patient with this this implantable cardioverter defibrillator (ICD) underwent a magnetic resonance imaging (MRI) scan. An external monitor recorded a rate of as low as 40 beats per minute (bpm) and the patient reported dizziness. Evidence was provided that the device had been correctly programmed to MRI protection mode and successfully exited. Both pre and post scan lead values were within normal limits. The patient recorded a rate of 70 bpm after the scan. Information provided suggested different bpm values were recorded by external monitoring of 45 bpm, in relation to the those recorded by the system of 90 bpm. The patient was noted to have been experiencing premature ventricular contractions (pvc) and bigeminy. After a subsequent review, a physician stated they believed this to be cause of the symptoms. This device remains in service. No additional adverse patient effects were reported.